Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. The patient stated that pump beeped instead of vibrating with low cartridge alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/28/2014 with the following findings: investigators were unable to confirm or duplicate beep instead of vibration during low cartridge alarm.the alarm is set to vibrate. Pump was set up to produce a low cartridge alarm. When cartridge level was below 30 units an alarm was produced. The pump vibrated. No beeping was produced. All sound settings are on vibrate. No beeping produced on any tested actions. There was no defect found.